Event description:
It was reported that during the procedure, a 4.5x15 rx herculink elite renal stent system was advanced and positioned in a lesion in the ostium of the right renal artery without resistance. When inflating the stent delivery system balloon, the stent slipped halfway off of the balloon distally. The stent delivery system balloon was then deflated and retracted; during retraction without resistance, the stent completely dislodged from the balloon in the aorta, then migrated to the left superficial femoral artery (sfa). The dislodged stent was successfully snared from the left sfa and the procedure was halted as a clinically significant delay occurred due to the dislodged stent; the procedure lasted 4 hours but the delay did not cause any adverse patient effects. There were no adverse patient sequelae and the physician plans to schedule a future procedure to treat the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: medtronic internal mammary (im) 45cm. Sheath: 6f pinnacle. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.